Event description:
It was reported that when the scrub nurse opened the package there was no screw packaged with the poly. A second articular surface was opened to obtain the screw.

Manufacturer narrative:
Evaluation summary: a potential cause is that the packaging operator did not include the screw in the sterile package, although this cannot be definitively determined. However, the applicable internal procedures will be updated to more clearly define product counting requirements. Evaluation: review of the device history records did not find any deviations or anomalies.